Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during insertion of the implantable cardiac monitor (icm) the patient went into supra ventricular tachycardia (svt). Valsalva maneuvers were used and carotid massage was attempted but failed. The svt broke without the use of medication. The device is still in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.